Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of tissue erosion and anemia twenty-four years after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the computed tomography (CT) reconstruction scan, showed erosion of the aso disc into the aortic root. Based on the information received, the cause of the reported event could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an amplatzer septal occluder was implanted. Twenty-four years later, the patient presented with a 3 month history of dark urine and a 6 month history of anemia. The patient underwent investigations with a hemotologist and gastroenterologist. The patient was given multiple red blood cell (rbc) transfusions and iron transfusions. A bone marrow biopsy showed fragmented red cells. A 3d computed tomography (CT) reconstruction scan of the chest was conducted, which showed erosion of the aso disc into the aortic root. An amplatzer duct occluder was deployed, and the hole was closed. The patient's anemia resolved.